Event description:
It was reported that the volume delivered did not correspond to the programmed volume. The customer stated that the event occurred during patient use, but no adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the reported problem. It was determined that the expulsor was the root cause and was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.